Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation impact evidence was found on the processor board shielding tape and backflex. Further investigation found evidence of the motor impacting the lower bearing housing. The motor mechanical assembly was inspected and tested. The inner bearing had signs of wear, and the gearbox and gearbox bearings were worn. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during testing. There was no patient involvement.